Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pain would increase right away because the device was shut off so the patient would have to turn it back on. It was reported that the issues occurred from (B)(6) 2007 when the stimulator was in their right chest wall. On (B)(6) 2007, it was moved to the right buttocks and it still happened a couple of times but then stopped. The patient indicated that the reported device issue (B)(6) in 2007, but manufacture records indicate that the device was implanted in 2011. Further follow up is being conducted to clarify dates. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that they had experienced their implantable neurostimulator (ins) turning off when walking through the security gates at a retail store. This issue happened years prior to the report and the patient would simply turn stimulation back on and everything was fine. The patient was indicated for spinal pain. No serial number, symptoms, or time frame were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.